Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the correct software was reloaded to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device inappropriately shuts off after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.